Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that a patient who had a previous three level anterior cervical discectomy and fusion surgical procedure had a fall out of bed. The patient's bone is extremely osteoporotic. As a result of the fall, the implanted plate had partially separated from the bottom of the construct. The surgeon elected to remove the bottom two screws and replace them with rescue screws. During the spinal surgery procedure, when he tried to use the removal tool he was unable to unscrew the screws and hold the removal tool in place. He tried unsuccessfully to use a nerve hook and the other driver that expands in the screw head to move the screw head retaining arm tab. Ultimately, he drilled off the tab and was able to remove the screws. He then elected to replace the whole plate due to the fact that the tabs on the bottom were drilled off. Three of the other eight screws were removed with the removal device and four were removed by drilling the tab off. One remained in the plate when he removed it. He then placed a medtronic plate on with rescue screws. Integra has requested additional clinical information.